Manufacturer narrative:
(B) (4).

Event description:
Procedure: laparoscopic assisted right hepatectomy. According to the reporter: the customer was using the endo gia to transect parenchyma and when convenient, used stapler to divide right hepatic vein. The right hepatic vein staple line seemed to fail 20 minutes later. When eth liver was lifted to visualize, a 6cm tear originating from the staple line was seen. Blood was hemorrhaging and the surgery was converted to an open procedure. Further attempts to control the bleeding failed, and the pt passed away during surgery. Although the surgeon feels, it was most likely not staple line failure, he is unsure how it occurred.